Event description:
Put pod on and had reaction to adhesive within 30 minutes, shortness of breath, and bad rash, itching, burning, and left a sore in the shape of the pod. Had to seek medical attention at now care and a follow-up appointment with endocrinologist.